Event description:
It has been reported that the kit bd max ext enteric bacterial panel has been found producing a false positive result. Confirmatory testing was performed with repeated testing on the max. There was no report of patient impact. The following has been provided by the initial reporter: first run showed 1 sample pos for plesiomonas shigelloides, this sample was cultured and gave a neg, and then it was ran again on max twice, both times the result was a neg.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results with the bd max¿ extended enteric bacterial panel kit (xebp) (ref. 443812) lot 1272757 used in combination with bd max¿ enteric bacterial panel kit (ebp) lot 1257232 was performed by the review of the manufacturing records, retain material testing, review of customer¿s data and verification of complaints history. Review of the manufacturing records of both bd max enteric bacterial panel lot 1257232 and bd max¿ extended enteric bacterial panel lot 1272757 kits indicated that results met the specifications for release and use. Retain material of the bd max¿ xebp kit lot 1272757 was tested in positive, along with the retain material of the bd max¿ ebp kit lot 1257232. All the reactions gave the expected results. Customer complained about discrepant plesiomonas results on one sample tested with the bd max¿ xebp assay. A plesiomonas positive result was initially obtained with the bd max¿ xebp assay but negative results were obtained by culture as well as when retested twice (using a new sbt) with the bd max¿ xebp assay. Customer provided three pdf files (runs 30, 31 and 32) from instrument ct2145 for investigation. Manual pcr curve adjudication was conducted. Analysis of pcr curves for sample a4 in run 30 show a very late amplification of the plesiomonas target. However, the curves obtained for that sample are atypical in both cy5 (plesiomonas target) and cy5.5 (spc target) channels. When retested in run 31/position a11 and in run 32/ position a8, the sample gave a negative result, and no amplification was obtained. However, no csv files were provided, despite requests made to the customer, the investigation was thus limited and no further analysis could be done. Bd is unable to confirm if the positive result obtained in the initial testing was a true positive result. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ extended enteric bacterial panel kit lot 1272757. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends. H3 other text : see h.10

Event description:
It has been reported that the kit bd max ext enteric bacterial panel has been found producing a false positive result. Confirmatory testing was performed with repeated testing on the max. There was no report of patient impact. The following has been provided by the initial reporter: first run showed 1 sample pos for plesiomonas shigelloides, this sample was cultured and gave a neg, and then it was ran again on max - twice, both times the result was a neg.